Event description:
The manufacturer received information alleging a ventilator failed to recognize ac power. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's ac inlet connector was replaced to address the issue.